Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarm and no button response due to corroded keypad traces. No moisture damage inside pump noted. The insulin pump was received with scratched lcd window, cracked case near display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 87 mg/dl. The customer stated the insulin pump was exposed to rain and perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.